Event description:
The event date is unknown. It was reported that the patient had multiple readmissions due to chronic driveline infection, renal dysfunction, seizure disorder, and a (B)(6) infection of an arteriovenous (av) fistula.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
The patient's chronic driveline infection will now be reported under MFR#s: 2916596-2022-00985 and 2916596-2022-00984. Information pertaining to the patient's av fistula is now reported under MFR#s: 2916596-2022-00983 and 2916596-2021-07280. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during a clinic visit on (B)(6) 2020, the patient presented with a driveline infection. The infection was treated with doxycycline.